Manufacturer narrative:
The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph. Problem isolated to electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they had to replace battery every 2 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.